Event description:
A 4 channel IV pump was in use during a double lung transplant. In the middle of the most critical time of the case, with the patient bleeding, hypotensive, on pressors and IV anesthetics, one channel on the IV pump spontaneously malfunctioned without input by the user. Pump had to be replaced and reprogrammed while the patient was bleeding and hypotensive. Very disconcerting.